Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6) hospital. Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. Additionally, functional tests were performed on 10 retained samples. All tubes were within specification limits, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, 5 tubes underfilled. No adverse impact was reported regarding the patient or user.